Event description:
It was reported that a home patient mistakenly opened their transfer set before connecting themselves to the patient line for therapy. As a result, fluid was reported to have leaked out of the patient¿s stomach. Proper procedures were reviewed and the patient was advised to contact their nurse for further instruction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who improperly opened their transfer set prior to connecting themselves to the patient line for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.